Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that customer experienced high blood glucose level. Customer¿s high blood glucose level was 402 mg /dl and 455mg/dl. Customer was treated high blood glucose with bolus. Caller declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.